Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the or staff opened the sterile suture packet and a different type of suture and needle was inside. Suture from a different lot were used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Investigation summary: it was reported assembly incorrect component. Six unopened samples of product code jj41, lot # mgz466 were returned for analysis. During the visual inspection of six unopened samples, no defects were found on the package. The samples were opened and it was observed a mismatched in one sample between the product code jj41 of foil and the product code j774 of paper lid of winding former were observed. Also, the samples into of winding former were examined and belong to product code j774. The five samples were examined and no incorrect component were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of an unopened sample, the assignable cause of assembly incorrect component is mixed product code. Per the condition of five unopened samples, no assembly incorrect component were observed.